Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh was implanted. Additionally, mesh was implanted on (B)(6) 2011 due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, vaginal scarring and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal on (B)(6) 2011. No additional information was provided.